Event description:
It was reported that the patient presented for lead extraction. Interrogation revealed the patient's right ventricular lead exhibited high, out of range high voltage impedance. The lead was explanted and replaced. The patient was stable.